Event description:
As reported by a schaerer mayfield USA, inc. Representative, hospital claims they have had two separate pt incidents where the pt suffered a gash from slippage. The only information supplied by hospital regarding the event is that the pt's suffered a "skin/scalp laceration".